Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. The following sections were corrected: d4 lot number. Visual examination of the provided pictures identified damage to both the trunnion and taper indicative of impingement. Wear damage and discoloration is also noted as a result. The devices were not returned for further evaluation. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with skirted femoral head. Subtle asymmetrical malalignment of trunnion with respect to the femoral head screw is a risk factor for trunnionosis. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further event information at the time of this report.

Manufacturer narrative:
(B)(4).g2: foreign ¿ netherlands. H6: proposed component code: mechanical (g04) - head the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately ten years post-implantation, the patient underwent a hip revision due to impingement of the head on the neck of the stem. Attempts have been made and no further information has been provided.